Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the capsular bag ruptured during iol implantation. The lens was explanted during the original surgery session and was exchanged for a 3-piece ciliary sulcus iol. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned to rayner. The rayone preloaded iol injection system use risk analysis identifies advancing the plunger too quickly and forcing a jammed plunger during iol insertion as possible causes of capsule rupture during iol implantation. Our review of production records for the rayone aspheric rao600c batch 114255892 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 114255892. Without the ability to examine the device and without clear event details being provided it is not possible to establish the root cause of the event.

Event description:
On 24th july 2025, rayner received notification from a healthcare facility in brazil of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the capsular bag ruptured during iol implantation.